Manufacturer narrative:
Voluntary medwatch report received: mw5164737.

Event description:
Voluntary medwatch received states the patient presented with over-sensing- far p oversensing and device dislodged or dislocated. No intervention was performed. There were no patient consequences.